Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and atrophy with an artificial urinary sphincter (aus) leading to a replacement surgery. It was indicated that the initial cuff was of the correct size and in a proper location when implanted. The patient did not have a history of radiation therapy and there were no device issues with the explanted components. There were no further patient complications.